Manufacturer narrative:
The patient remains on-going on vad support and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The clinician at the hospital reported that the patient was admitted for a upper gastrointestinal bleed with black emesis. The patient got clipped and cauterized and was subsequently discharged. No further information is available at this time.